Event description:
Allegedly patient is a charcot-marie-tooth patient and overweight. Component was implanted 2-3 yrs ago. Surgeon was aware the nail was broken above the subtalar screw through follow-up but was monitoring throughout clinical follow-up. Patient was able to work a fairly demanding job at a manufacturing plant and was neuropathic. Then patient presented at office with an infection of the affected leg and was taken to surgery the same day nail was explanted. Antibiotic cement beads were implanted and circular frame was applied. Medium activity level.

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made. (B)(4): evidence that product in specification when used.

Manufacturer narrative:
Corrected data: catalog number 415101120l. Additional information: lot number 945827. Other components removed during this revision surgery reported on medical device report number 1043534-2012-01465, 01466, 01467.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Additional information has been requested. This report will be updated when the investigation is complete.